Event description:
It was reported that the procedure was to treat a venous fistula. The 8 x 40 mm foxcross balloon was prepared per the instructions for use. The balloon was advanced without issue and inflated to nominal pressure for 30 seconds; however, the balloon could not be deflated. Four to five attempts were made to pull negative, but the balloon could not be deflated. The balloon was removed against resistance, while inflated, and ruptured when removed through the sheath. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.